Event description:
Out of range ra pacing impedance (B)(6) 2022. Noise seen on at recordings on hmsc when programmed in unipolar. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
System was explanted on (B)(6) 2023 and replaced with a leadless pm . The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
System was explanted on (B)(6) 2023 and replaced with a leadless pm . Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The analysis showed that the insulation and conductor coil were found squeezed and damaged 18 cm distal to the is-1 connector pin, which is assumed to be the root cause of the clinical observations. The damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, cuts into the insulation were found next to the is-1 connector and a bent fixation helix. These deviations probably resulted from the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.